Event description:
It was reported that the system would not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repairing the system. System operates as intended.